Manufacturer narrative:
Pt weight not available from site. Investigation is currently in progress.

Event description:
A medtronic representative reported that the hospital brought in their treon system to do the case. The camera range on the treon was not sufficient to see both the reference frame and tracker. Both instruments kept flicking between green and red status. At this point, the surgeon discontinued using navigation and proceeded with an open technique instead of mast for the fusion surgery.